Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.